Event description:
On (B)(6) 2009, a health care professional reported this device would not regulate the temperature and the clinic noted fluctuations of the temperature. The device would vary from the set temperature to hot and would boil. A hot pack from the device was placed on a pt who may have been male on thursday or friday prior to the complaint report. The hot pack was wrapped in a cover and not placed directly on the skin. The pt was advised to let the health care professional know if the temperature was too hot. As reported by the health care professional, the pt's skin was red when the pack was removed, but there was no injury to the pt and medical care was not necessary. The clinic checks the temp of the device and stated they were aware the device was malfunctioning.

Manufacturer narrative:
A complaint report for this device stated it would not regulate the temperature and temperature fluctuations were noted by the facility. A hot pack wrapped in a cover and taken from the device was placed on a pt. As reported the pt was not injured but the skin was reddened. The clinic stated they were aware the device was malfunctioning. The engineering evaluation noted sediment build up around the thermostat. The report stated sediment build up and occur when the device is not properly cleaned and will cause the unit to properly regulate the temperature. Per the instruction in the users manual: clean the tank periodically as described in the maintenance portion of this manual (remove all deposits from all interior surfaces or parts) and the temperature of the water should be checked with a thermometer after every adjustment, before using the hotpacs.